Event description:
The explanted products were discarded. No further relevant information has been received to date.

Event description:
It was reported that the patient's lead and generator were explanted because she did not tolerate the vns very well and didn't want it anymore. No further relevant information has been received to date. The suspect product has not been received to date.